Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The inspection noted that the handpiece was noisy, and the pre-repair temperatures at 1 minute (in celsius) were rear- 25.1 degrees c, middle- 31.4 degrees c, rear- 48.7 degrees c.

Event description:
It was reported that ¿when the visao high-speed drill was used for tympanoplasty, the tip of the handpiece overheated. Nonetheless, the device was used as-is, and the procedure was completed with no delay or adverse effect.¿ there was no reported patient impact.

Manufacturer narrative:
Additional details of the evaluation/repair were given. The handpiece was noisy and the top bearings were rusted, causing resis tance. Results: degradation problem.

Event description:
There was no additional medical intervention performed as a result of the handpiece overheating.